Event description:
Reported by the complainant: patient was admitted into the hospital today for wound debridement. Patient's sacral coccygeal wound has increased in size from 5x4x2cm on (B)(6)2010 to 7.5x5.5x3cm as of today. Wound bed on (B)(6)2010 with 100% red non granular tissue. Wound was debrided prior to her admission to (B)(6) on (B)(6)2010. Wound bed as of today with approximately 75% yellow slough and 25% red non granular tissue. Kci's wound vac applied during hospitalization following wound debridement. Engenex started at (B)(6) following hospital discharge. Patient is (B)(6) female who receives dialysis. She is currently on IV antibiotics for vre. Patient is on a low air loss mattress and her appetite is fair.

Manufacturer narrative:
(B)(4)